Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 07/31/2018 stating that safety switching occurred on (B)(6) 2018 and many episodes with noise were noted in unipolar. It was also noted that a change to bipolar was made but the impedance went up to greater than 2200 ohms then it safety switched back to unipolar. Impedance measurement in unipolar was 421 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).